Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that the cable on their onetouch verio iq ac adapter had cracked and sparked when attempting to charge their meter. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened to. The patient reported that the alleged product issue had occurred between 8 and 9pm on (B)(6) 2016. The patient disposed of the cable as soon as it sparked, but was unable to test their blood glucose as their meter was not charged. The patient manages their diabetes with a combination of glipizide and metformin (dosages unspecified) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that they had felt ¿shaky¿ and ¿sick¿ right before attempting to charge the subject meter to test their blood glucose. After not being able to do so the patient called an ambulance. When the emergency medical services (emt) arrived the patient¿s blood glucose was measured on their device and a blood glucose result of ¿432mg/dl¿ was obtained. As a result of this the patient was taken in to the emergency room and administered with insulin from a healthcare professional. The specific dosage of insulin was not communicated during the initial call. At the time of troubleshooting the cca was unable to resolve the issue. The patient¿s ac adapter was replaced. This complaint is being reported because of the delay in treatment which the patient experienced after being unable to test their blood glucose using the subject meter. This led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.